Manufacturer narrative:
The issue was resolved after recalibrating the same reagent cassette. The investigation did not identify a product problem. The specific cause of the event could not be determined. A general lot-specific issue was excluded as the absorbance of both standards were acceptable for both reagent lots.

Manufacturer narrative:
The serial number of the analyzer was (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable results for one patient sample with iron gen.2 on a cobas pure c 303 analytical unit. The initial result was -2.84 g/dl with a data flag. The repeat result on another analyzer was 14 g/dl. The sample also generated a result of 4 g/dl (unknown if repeat of the original sample or recollected sample).